Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A patient reported that 7 years following a cataract extraction with intraocular lens (iol) implant procedure, she was told that her iol is fractured. Additional information provided by the patient that her vision is decreasing and she sees constant black wiggles like a hair in the eye, worse with time. Further information provided by the director of the ambulatory surgery center that he spoke with the patient's current physician, and glistening, not fracture lens was noted on the lens. He stated that the doctor reported that there is no intervention planned. There are two medical device reports associated with this patient. This report is associated with the right eye.